Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ckp (B)(4) poplok suture anchor was being used on approximately 03dec21 during a shoulder repair procedure when it was reported "after making a pilot hole using poplok punch and loaded sutures into the loop and inserted anchor until the depth mark. After the surgeon pushed the trigger to fix the anchor, it was found that wings were broken inside of a patient's body. The broken pieces were removed using an instrument and disposed of at a hospital. Surgery was successfully completed using another ckp (B)(4)." There was no report of patient impact or injury. There was a 15 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ckp-3500, 3.5mm poplok suture anchor was being used on approximately (B)(6) 2021 during a shoulder repair procedure when it was reported ¿after making a pilot hole using poplok punch and loaded sutures into the loop and inserted anchor until the depth mark. After the surgeon pushed the trigger to fix the anchor, it was found that wings were broken inside of a patient's body. The broken pieces were removed using an instrument and disposed of at a hospital. Surgery was successfully completed using another ckp-3500.¿ there was no report of patient impact or injury. There was a 15 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the ckp-3500, 3.5mm poplok suture anchor was being used on approximately 03dec21 during a shoulder repair procedure when it was reported ¿after making a pilot hole using poplok punch and loaded sutures into the loop and inserted anchor until the depth mark. After the surgeon pushed the trigger to fix the anchor, it was found that wings were broken inside of a patient's body. The broken pieces were removed using an instrument and disposed of at a hospital. Surgery was successfully completed using another ckp-3500.¿ there was no report of patient impact or injury. There was a 15 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿wings were broken inside of a patient's body¿ was confirmed based on photographic evidence and device evaluation. Examination of returned used device, found implant still attached to the driver shaft assembly. Poplok safety lever was not locked in, and the release knob found entirely pushed in. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: ensure proper selection of bone punch according to anchor size selection. Avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment of instruments is important during implantation of the poplok knotless suture anchor to minimize possible breakage of the anchor. Breakage of the poplok knotless suture anchor is possible if: a.the bone punch is not inserted to the proper depth. B. The poplok knotless suture anchor is not properly aligned with the pilot hole. C. The poplok knotless suture anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.